Event description:
Information received by medtronic indicated that the insulin pump had under delivery. Customer alleged under delivery because the blood glucose readings were not going down for several hours. Customer experienced high blood glucose event and treated with insulin pump and manual injection. Customer reported that there was slight bent on the cannula. No harm requiring medical intervention was reported. Troubleshooting was performed. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.